Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain (B)(4) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient line became inadvertently disconnected from the transfer set. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and the batch review will not be performed. This review finds the labeling adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during drain 4 of 4. The hp stated he disconnected and then reconnected. The technical service representative (tsr) explained the se alarm indicated air entered the set up and advised the hp to cycle power to clear alarm. The hp stated he would finish therapy with manual supplies and inform his nurse of the incident. On (B)(6) 2011, product surveillance spoke with the caregiver (cg) who stated the cause of the alarm was a loose connection between the patient line and the transfer set. The cg stated the hp was taken to the hospital because of a blood pressure drop that day. The cg stated the blood pressure drop was determined to be unrelated to peritoneal dialysis (pd) therapy. The cg stated the hp was treated with antibiotics because of the system error 2240. The cg further stated the hp was doing fine and continuing therapy without issue. No allegations were made against any of the cg's dialysis products. No further information was provided.